Event description:
It was reported that the physician attempted to deploy the stent (subject device) across the basilar-tip aneurysm neck; however, the most proximal segment of the stent got stuck in the tip of the microcatheter. The physician was unable to remove both the stent delivery system and the microcatheter and used a guide catheter to withdraw both devices from the patient. The procedure was completed with different devices. There was no clinical consequence to the patient.

Event description:
It was reported that the physician attempted to deploy the stent (subject device) across the basilar-tip aneurysm neck; however, the most proximal segment of the stent got stuck in the tip of the microcatheter. The physician was unable to remove both the stent delivery system and the microcatheter and used a guide catheter to withdraw both devices from the patient. The procedure was completed with different devices. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery wire (sdw), partially deployed stent, xt-27 microcatheter and a guide catheter were returned assembled. The xt-27 moved freely within the guide catheter. The sdw and partially deployed stent would not move or the stent could not be fully deployed within the xt-27 microcatheter due to damage noted to the distal tip of the microcatheter and dried blood within the inner lumen of the microcatheter. Once the stent had been removed, resistance experienced when removing the sdw from the microcatheter due to dried blood. Visual and microscopic inspection of the returned device found that the stent was deformed and dried blood was noted on the stent. There was no anomalies noted to the sdw. It is probable that the tip of the microcatheter was damaged as a result of friction, caused by the very tortuous anatomy, which caused the stent to get stuck in and damage the microcatheter tip, causing the as reported defects of 'stent failed/unable to deploy', and 'stent difficult/unable to advance /pull back through catheter' causing the stent to only partially deploy and become deformed. Therefore, it was determined that the mentioned above reported event was related to operational context. The physician was unable to remove both the stent delivery system and the microcatheter and used a guide catheter to withdraw both devices from the patient. The reported patient medical intervention required is a known and anticipated outcome to these types of procedures and the device dfu contains outcomes from clinical studies where additional intervention was required. Therefore, it was determined that the reported medical intervention was an anticipated procedural complication.